Event description:
It was reported that sometime post a chronic catheter placement, the line clamps appeared to have weakened the tubing over time and allegedly created a kink in the line. It was further reported that the strength of the tubing was compromised and a hole had allegedly occurred. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three months and four days post a chronic catheter placement, the patient allegedly experienced infection. Furthermore, it appeared that the catheter has weakened the tubing over time. Reportedly, antibiotics was prescribed for infection. The catheter was removed and replaced. The patient was discharged. The current status of the patient is unknown.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 07/2025), g3, h6 (device) h11: b5, d1, d4, h1, h6 (patient) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported catheter deformation, material hole, fracture, fluid leak and flushing difficulty and suction issues as no objective evidence was provided for review. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 07/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three months and four days post chronic catheter placement, the patient allegedly experienced infection. It was further reported that there was a crack in the lumen and leaked when flushing. Reportedly, the line was weakened by depression from clamp and cracked open. Additionally, there were issues in aspiration and flushing. It appeared they have weakened the tubing over time. Reportedly IV antibx was given for infection. Catheter was removed and replaced. Patient was discharged from hospital.